Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal at a dose of 10 000 mcg via an implantable pump. It was reported that the patient experienced an overdose of baclofen. The patient had a replacement implantation for her pump on (B)(6) 2026. Then, when activating the drug flow on (B)(6) 2026, programming was wrong and the physician selected mg instead of mcg in the unites drop-down menu. The patient received 1000 times more drug than expected, which led to an overdose. Environmental/external/patient factors that may have led or contributed to the issue was indicated as a mistake in programming, specifically a mistake in selecting the drug units. Actions/interventions taken included the patient was sent to re-animation service in a coma. The issue was not resolved at the time of the report.